Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a total shoulder replacement surgery with titan, the patient experienced a rotator cuff failure. For that reason, a conversion to a reverse shoulder replacement was performed on (B)(6) 2023. Patient current health status is unknown.

Event description:
It was reported that, after a total shoulder replacement surgery with titan performed on (B)(6) 2021, the patient experienced a rotator cuff failure. Further diagnostics on (B)(6) 2022 showed ¿full-thickness tearing of the subscapularis tendon with retraction to the glenohumeral joint and contrast communicating from glenohumeral joint into the subacromial subdeltoid bursa. Marked fatty atrophy of the superior and moderate fatty atrophy of the mid subscapularis muscle. The humeral head component abuts the coracoid.¿ for that reason, a conversion to a reverse shoulder replacement was performed on (B)(6) 2023. The patient is currently doing very well with his new reverse system.

Manufacturer narrative:
B5, d1, d4, d6a, d10, g4 h3, h4, h6: the product has not been returned to the aus site for evaluation and photographs were not provided, so the reported event could not be confirmed. The following investigative actions were performed. - complaint history review: the complaint history review identified no similar reported events for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. - risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. - DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. - CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. - device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. - product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. - clinical medical evaluation: supporting clinical documentation has not been provided; therefore, no clinical factors could be concluded to have contributed to the reported event. Patient impact beyond the reported revision/conversion along with an anticipated rehab phase cannot be determined. No further medical assessment can be rendered at this time. - visual inspection: a visual inspection could not be performed as the device was not returned. The complaint alleges that revision surgery was required. As the device has not been returned for evaluation, a determination of whether the device contributed to the reported event could not be made. As the device has not been returned, a definitive root cause could not be determined. The titan total shoulder system (tss) consists of several implantable components: the stem and body, the humeral head, and the glenoid. The complaint does not indicate which if any of these components caused or contributed to the reported event. The complaint indicates that the patient experienced a rotator cuff failure following the implantation of the tss, requiring revision surgery. According to risk documentation for tss, potential causes for the reported event include incorrect surgical technique, incorrect patient selection, or improper handling post-implantation. Based on this investigation, the need for corrective action is not indicated as no non-conformances nor manufacturing deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.